Event description:
It was reported that the patient was feeling "discomfort" and heard an alarm sound. The patient went into the clinic where the device was found to be power on reset and the patient stated that he received radiation therapy 2 weeks prior. The device was interrogated and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. A power on reset (por ) was noted. There was one por for write to locked ram, addr=1039, data=1 on (B)(4) 2011.